Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implantation procedure, the lens was not unfolding when injected into eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The intraocular lens (iol) was not returned. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is advanced to the wound guard. Viscoelastic is dried in the device. No damage or abnormalities observed. No iol returned. No root cause identified as the lens was not returned. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).